Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the outlet port on the neopuff infant resuscitator module broke off when hospital staff removed the breathing circuit tube from the neopuff. The breakage occurred following use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The subject 900iw130e neopuff infant resuscitator module is currently en route to fisher & paykel healthcare central for examination. We will provide a follow-up report outlining details of our analysis following receipt of the complaint device and completion of the investigation.